Manufacturer narrative:
Evaluation of the returned cat7 confirmed that the catheter was fractured and revealed ovalization distal to the fractured location. If the cat7 is retracted at an angle during use, damage such as a kink and subsequent fracture may occur. Based on the reported event, the fracture and the ovalization observed distal to the fracture likely occurred during removal of the device from the patient. Due to the returned damage, the cat7 was unable to be functionally tested. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) and popliteal artery using a lightning aspiration tubing (lightning), indigo system aspiration catheter 7 (cat7), and a non-penumbra sheath. During the procedure, the physician made two passes in the target vessel using the cat7. The physician then decided to remove the cat7 to be flushed; however, the hub of the cat7 completely broke off from the rest of the cat7 while being removed out from the patient. Therefore, the physician pulled and removed the broken cat7 successfully out from the sheath. It was also reported the lightning unit was also removed. The procedure was completed using a new cat7, a new lightning, and the same sheath. There was no report of an adverse effect to the patient.